Event description:
It was reported by clinicians stated changes are needed to the system error message on the pcu screen to make this clearer, as there is too much writing on the pcu screen during a system error. This was reported to bd representatives during their site visit. There was no information on patient involvement.

Manufacturer narrative:
Additional information: manufacturer narrative. The actual date of event is unknown. Root cause: the root cause for the reported issue of an failure to alarm was not determined because no products or device logs were returned.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by clinicians stated changes are needed to the system error message on the pcu screen to make this more clear, as there is too much writing on the pcu screen during a system error. This was reported to bd representatives during their site visit. There was no information on patient involvement.